Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that loss of capture and failure to sense was noted due to suspected lead dislodgement. A chest x-ray was performed and noted to be normal. The patient condition is fine. Lead remains implanted.